Manufacturer narrative:
The rapid infuser has not been returned to belmont for investigation. The rapid infuser has three (3) different levels of sensitivity: fast, medium, and slow. The key rate on the rapid infuser is set at the factory to "medium", but can be adjusted by the operator. The operator's manual provides the following information: "the key rate sets up the sensitivity of the touch keys. There are three different levels of sensitivity; fast, medium and slow. The current level of sensitivity is indicated on the key itself. The fast setting requires the least amount of time for a key to respond. The medium setting requires more time and the slow key requires the most time and makes the touch keys least sensitive. The key sensitivity is set at factory to medium. Note that this key changes the time required to depress a key for stroke to be recognized. The pressure required is not affected." Without investigating the unit and determining the key sensitivity setting, it is difficult to determine what occurred in this case. The manufacturing records for this serial number were reviewed and nothing notable was observed. It was reported that there was no injury to the patient. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's distributor received a complaint from the user facility that the touch screen was not responding correctly. It was reported that the touch screen responded too slowly when the key rate was set as "fast" and that the flow rate changed on its own.